Event description:
A supplemental report is being submitted due to completion of the investigation on 6 dec 2024.

Manufacturer narrative:
This file is related to complaint files (B)(4)"a wire guide failed to pass through the stent" and (B)(4) "incorrect wire guide used with replacement device". Device evaluation: the zebd-5-7 device of c2139793 lot number involved in this complaint was returned for evaluation, placed in one plastic bag and opened tyvek pouch of original packaging was returned. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 04 jul 2024. It may be noted that as the two devices were returned placed in one plastic bag and were not individually labelled, therefore it was impossible to distinguish which device is associated with c2139793 and c2150004. Subsequently, both devices were evaluated separately. Visual inspection: stent returned with pigtail straightener, kink observed on 2nd porthole of non tapered end pigtail curl. No other damage observed. Functional inspection: 0.035 passes through the stent. Manufacturing records review: prior to distribution zebd-5-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-5-7 of lot number c2139793 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2139793. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is evidence to suggest that the customer did not follow the instructions for use. It may be noted that a 0.025 inch wire guide was attempted to be used, however this not contribute to the issue reported, as per complaint description "the physician tried to advance the stent(zebd-5-7/lot# c2116740) over a wire guide (boston scientific/endoselector 0.025inch straight) but unable to do so due to a kink." This will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked. Therefore, no additional file is required for the use of a non-recommended wire guide guide size with this device, however product manager was notified of this occurrence. It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kink preventing the wire guide from passing through the stent. It may be noted, as per additional information provided no damage was observed prior to use. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, a wire guide failed to pass through the stent. No adverse effect on the patient has been reported. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
Description of event: approached the common bile duct with ercp. The physician tried to advance the stent over a wire guide but unable to do so. The procedure was completed by using another zebd-5-7 (lot# unknown). The details will be updated later on. Updated on 12jun2024: approached the common bile duct with ercp. The physician tried to advance the stent(zebd-5-7/lot# c2116740) over a wire guide (boston scientific/endoselector 0.025inch straight) but unable to do so due to a kink. He tried again with another(zebd-5-7/lot# c2139793), however it kinked again. The procedure was completed by using zebd-5-10 (lot# unknown). The same wire guide was used with the replacement device. (B)(4) updated on 02jul2024: approached the common bile duct with ercp. The physician tried to advance the stent(zebd-5-7/lot# c2116740) over a wire guide (boston scientific/endoselector 0.025inch straight) but unable to do so due to a kink. (B)(4) he tried again with another(zebd-5-7/lot# c2139793), however it kinked again. (B)(4) the procedure was completed by using zebd-5-10 (lot# c2150004). The same wire guide was used with the replacement device. (B)(4) patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact when the stent was to be advanced over ta wire guide. 2 what was the target location for the stent? The common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use) was the package damaged? No 25 did the patient require any additional procedures as a result of this event? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.